Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the reportable malfunction was identified during the device evaluation: broken printed circuit board (tesu). A root cause could not be identified. Based on the results of the investigation, it is likely the broken printed circuit board (tesu) led to scope error e104. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid video scope exhibited scope error (e104). The issue was identified at the time of therapeutic laparoscopic procedure while the device was inside the patient. The procedure was completed after brief procedural delay using another device. There were no reports of patient harm.